Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that review of device data was requested for this pacemaker system after an unrelated lipoma removal from the patient's leg. The health care professional (hcp) was concerned that the patient's heart rate was in the 40s, but technical services (ts) discussed the lower rate limit (lrl) was programmed to 40 beats per minute (bpm). Review of stored episodes revealed rv noise with oversensing, and rv lead fracture was suspected. At this time, the rv lead was programmed to unipolar pacing/bipolar sensing. This pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that review of device data was requested for this pacemaker system after an unrelated lipoma removal from the patient's leg. The health care professional (hcp) was concerned that the patient's heart rate was in the 40s, but technical services (ts) discussed the lower rate limit (lrl) was programmed to 40 beats per minute (bpm). Review of stored episodes revealed rv noise with oversensing, and rv lead fracture was suspected. At this time, the rv lead was programmed to unipolar pacing/bipolar sensing. This pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system had been programmed with a lower rate limit (lrl) of 40 beats per minute (bpm) and had already been switched to unipolar since april. There were no plans to revise the right ventricular (rv) lead at this time, as the patient was not pacer dependent and paced less than 1 percent of the time. It was also noted that all other rv lead measurements were within range. This pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.